Event description:
It was reported that the pump did not beep or alarm when the pump history indicated there was a high pressure/blockage followed by no infusion of medication for several no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device: patient/consumer.